Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat the distal right coronary artery (rca) after initially treating the mid left anterior descending (lad) coronary artery with a scoreflex balloon and a non-abbott stent and the balance middleweight (bmw) universal ii guide wire. The scoreflex balloon was advanced to the distal rca and resistance was noted before the previously implanted stent but it was able to get to the lesion. After ballooning it was found the wire and balloon were stuck. Upon removal of the balloon and wire, resistance was noted in the guiding catheter. The devices were pulled hard and the tip of the wire was not on the device when outside the anatomy. The tip was found in the touhy. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible that the guide wire became damaged during advancement when crossing the first stent leading to the difficult to remove the balloon form the wire, or more likely the balloon system was damaged or caused damage to the wire during advancement causing the inner lumen to become stuck on the guidewire. With the system attached together this likely contributed to the difficulty in the guide or touhy fitting leading to the separation of the wire when pulled with force. It was reported that force was used to remove the device. It should be noted that IFU, guide wire bmw univ ii instructions for use states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage.¿ in this case, the IFU violation did not contribute to the reported event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H11 correction: results and conclusions added.